Event description:
Device 2 of 3. Reference MFR report#3006705815-2017-00047, reference MFR report#1627487-2016-06599.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report#3006705815-2017-00047, reference MFR report#1627487-2016-06599. Follow-up identified surgical intervention was undertaken on (B)(6) 2017. Reportedly, diagnostic testing was performed several times prior to the procedure and each result revealed multiple contacts with low impedance values. Consequently, the entire scs system was explanted and replaced to address the issue. The patient reported effective coverage postoperatively. Note: device# 3 (ipg ) added as a new report.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-06599. It was reported the patients' stimulation was intermittent and worked sporadically. Reprogramming was able to provide effective coverage temporarily. Reportedly, x-ray images taken observed no abnormalities. Subsequently, surgical intervention may be undertaken to explore the source of the issue.